Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation when she went through a security screening device. It was also reported that the device had not worked well for her and noted that it was placed too high and her leg was hyperextended. Additional info was requested.